Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. No intervention was performed. Patient status was not known.

Event description:
New information received noted that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition and the r-waves were low. The lead was capped and replaced on (B)(6) 2024. The patient was stable.